Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: correction e1: the name of the sales representative has been updated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. D4, h4: the device serial/lot number and the date of manufacture is currently unavailable. Therefore, the UDI is unavailable. Investigation summary: the product has not returned to j&j medtech orthopaedics; however, a photo was provided for review. The photo investigation revealed that fms vue ii pump-shaver box was sitting without any tubbing or equipment set up. The device appears to not be turned on. No anomalies could be observed on the device. The overall complaint was unconfirmed as the observed condition of the fms vue ii pump-shaver box would no contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported from colombia that during an unspecified surgical procedure it was observed that the pump wiring of the fms vue ii pump-shaver box irrigation device was purged normally. When inserting the arthroscope, the pump showed high pressure, and before this showed the ¿fc04¿ error (pressure sensor/electronics problem). The console was turned on and off 3 times to check if the pump operation steps were correct, but it continued to show the error fc04. Additionally, the solo button was not working. There were no adverse consequences to the patient. No additional information could be provided.